Event description:
Reporter indicated that a vns programming computer was "broken." The laptop was discarded; therefore, a product analysis will not be performed. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.